Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred within normal pumping conditions. Customer's blood glucose level was 165 mg/dl. Reportedly, the alarm cleared and customer resumed insulin delivery.